Event description:
It was reported that "before surgery the staff wanted to try out the nail. The connected it with targeting device and it was not possible to disconnect them. Different system was used for surgery".

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned, and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.